Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Event description:
New information states that the patient passed away unexpectedly. The cause of death remains unknown and whether an autopsy was performed. The system is suspected to be interred with the patient. No further information was available at this time.